Event description:
The complainant reported that the impella cp was unable to be delivered due to calcifications and kinks. The device was unable to pass through the vasculature. Kinks and calcification were noted when the pump was pushed forward. The procedure was aborted, however, an attempt will be made to implant a different impella using the opposite femoral artery. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the impella cp was unable to be delivered due to calcifications and kinks as per the clinical description.